Event description:
The hospital reported that the patient experienced a pump stop due to low flow and high watts. The patient's health began to decline with lactate dehydrogenase (ldh) level in the 3000 range and plasma hemoglobin of 181. The patient was placed on ECMO and listed emergently as status 1a. The patient was successfully transplanted on (B)(6) 2014.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The lvad pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the remainder of the driveline was not returned. Part of the inflow conduit flex section and inflow elbow were returned detached from the pump; however, the inlet tube was not. The inflow conduit flex section was cut and the proximal section was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. Upon disassembly of the pump, evaluation revealed deposition in the inflow knitted graft, inflow elbow, outflow elbow, inlet stator, outlet stator, and rotor. The depositions in the inflow knitted graft, inflow elbow, outflow elbow, outer inlet stator, and outer outlet stator were consistent with clotted blood. These depositions showed no structure or lamination and appeared to be the result of blood remaining inside the pump post-explant. The depositions in the inner inlet stator, rotor, and inlet outlet stator were also unstructured and consistent with clotted blood; however, the deposition on the rotor also contained sections that were white and tissue-like. Although the evaluation could not conclusively determine the origin of the deposition, nor the duration of its presence in the pump, it did not appear to form on the rotor. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event. This follow-up medwatch report was previously submitted to FDA on 12/10/2014 (3rd ack received) with MFR report # 0002916596-2014-01916 within the required 30 day timeframe. (B)(4).

Manufacturer narrative:
The device has been returned and the manufacturer is currently evaluating. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: recurrent pump thrombosis. Outcome: urgent transplantation; explant without replacement. Additional information also indicated: signs and symptoms of hemolysis. Intravenous anticoagulation.